Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, out-of-box, there was a kink in the av (arterial venous) loop. There were two occurrences of this event. The event did not cause delay in surgical procedure.

Manufacturer narrative:
Terumo did receive the actual device; thus reference code method. There have been reports of kinked tubing in other packs due to layering issues. In these reports. Terumo concluded that the root cause is the layering and line placement of the packs. Terumo will review layering during the next build of the pack. The complaint will be included in associate awareness training. There have been two previous reports for this lot; both related. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).